Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed one (1) opened/used device of lot 2190096 was returned in original packaging with the lot number on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the actuator will cycle but moves beneath the t2 and will not actuate it off the needle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that, during a knee arthroscopic procedure, the loading mechanism of a fast-fix 360 device did not work properly, as t2 was not in the usual position before deployment. The procedure was resumed, with a non-significant delay, using a competitor device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4) h3, h6: the reported device was received for evaluation. A visual evaluation showed one (1) opened/used device of lot 2190096 was returned in original packaging with the lot number on the label. The t1 was returned off the needle but attached to the suture. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the actuator will cycle but moves beneath the t2 and will not actuate it off the needle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.